Event description:
It was reported that a user experienced difficulty pairing a dexcom g7 cgm to the ilet, received ¿dosing stops soon¿ followed by ¿dosing stopped,¿ and then ¿replace sensor now,¿ resulting in no cgm glucose values and interruption of automated dosing until a new sensor was started and paired. Symptoms included no reported adverse clinical effects, with no hypoglycemia or hyperglycemia reported. Outcomes included temporary interruption of automated insulin dosing and restoration of operation after user education and replacement of the cgm sensor.

Manufacturer narrative:
Investigation included phone-based troubleshooting and user guidance to replace the sensor and restart pairing. Investigation of this case revealed likely sensor malfunction or pairing failure that resolved after sensor replacement and correct pairing on the ilet. It was concluded that the event was related to cgm sensor performance or connectivity rather than a malfunction of the ilet, with resolution following sensor change and successful pairing.